Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low to 42 mg/dl. The customer had received a low reservoir alarm twice when trying to change the tubing. The customer treated with glucose tablets and juice and brought the blood glucose up to 218 mg/dl. The customer reported that insulin was delivered that was not recorded. The customer was filling the reservoir and inserting it correctly. No issue was noted with the settings. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The download history file was reviewed and the daily insulin total for (B)(6) 2016 did not exceed 45.000 units. Unable to verify the unexpected delivery anomaly of 134 units due to the daily insulin total for (B)(6) 2016 not exceeding 45.000 units. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The low reservoir alarm functioned properly during testing. No unexpected low reservoir alarm was noted. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then, the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery, bolus or basal anomalies were noted during testing. The pump had a cracked reservoir tube lip.